Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. It is not clear when alleged inaccuracy issue began. The patient reported obtaining readings of ¿23 mg/dl¿, ¿134 mg/dl¿ and ¿106 mg/dl¿ with the subject meter. The tests were performed within a 20 minute period of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient stated they manage their diabetes with oral medication, diet and exercise and it is not known if they made any changes to their usual diabetes management in response to the alleged inaccurate readings. The patient reported developing symptoms of ¿sweaty, shaky and fainted¿ immediately after the alleged issue began. The patient claimed they attended the doctor¿s office and received unspecified health care professional (hcp) treatment on (B)(6) 2014 at 8:15am in response to the symptoms. The patient stated a blood glucose reading was taken on a laboratory device on (B)(6) 2014, however the result is unknown. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. The csr walked the patient through a control solution test and the result was not in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began. The alleged meter issue could not be ruled out as a cause or contributor to the event and the alleged issue remained unresolved at the time of troubleshooting.